Event description:
It was reported that the lead had migrated. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information revealed that the lead did not migrate but had eroded out of the skin, causing irritation. Issue has been resolved with lead removal. Patient was hospitalized for 1 week following explant and is currently on antibiotics.

Manufacturer narrative:
H6 - adverse event problem - corrected clinical, health impact and medical device codes to reflect erosion. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.